Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported the patient's blood glucose (bg) level reached 380 mg/dl, while wearing the pod between 5 and 24 hours. The mother reported the cannula inserted into the patient's skin, but was reportedly 'blocked'. However, they also reported that the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. Additionally, the mother reported the cannula was not visible when the pod was removed. Treatment information was not provided.